Event description:
It was reported that the povidone iodine sponge of a minicap detached from device. The issue was noted before use, and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Device evaluation is anticipated but has not yet begun. A trend review will be performed. A batch review for the associated lot number will be completed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the sponge was out of the cap. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.